Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 110031405, mini tray std cocr +6 offset, lot # 64861508; catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # 025420. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device wasd discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent an initial shoulder arthroplasty approximately 3 months ago. Subsequently, the patient dislocated shoulder joint while chopping wood. All prosthetic component were well fixed. Surgeon decided to change to a retentive liner. Both humeral liner and tray were exchanged. Attempts have been made and there is no further information at this time.